Event description:
It was reported that three weeks after implantation of the crystalens (at50ao) the orientation of the lens changed and subsequently lens repositioning was performed. The pt's current status was described as good, and the pt's most current bcva was 20/25 as of (B)(6) 2012.

Manufacturer narrative:
The lens remains implanted in the pt's eye and will therefore not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.